Manufacturer narrative:
Additional information/correction: b5 - patient harm clarified. Upon review of the updated information, the complaint was re-assessed and determined to be non-reportable; severity decreased from 3 to 2 as per product risk analysis.

Event description:
Update: patient harm was confirmed to be "none".

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pl740su - caiman disp.instr.non articul.d5/360mm. According to the complaint description, the clamp bits remain attached to the tissue after sectioning and risk tearing of vessels and bleeding. Patient harm was unknown. The malfunction is filed under aag reference (B)(4).